Manufacturer narrative:
Initial reporter address: (B)(6). Upon receipt at our post market quality assurance laboratory, the high pacing threshold allegation was not confirmed. The lead was analyzed and the resistances measured normal.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.